Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). During the procedure, while torquing the velocity, the physician broke the velocity at the hub. Therefore, the velocity was removed. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.